Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging resulted in causing the stent to slightly pull out of the sheath resulting in the reported premature activation; however, this cannot be confirmed. Additionally, inadvertent mishandling during packing for return analysis possibly resulted in the noted longitudinal cut on the distal sheath; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that upon opening the 6x40 mm absolute pro self expanding stent system (sess), the stent was noted to be partially deployed. There was no device use or patient involvement. A same size absolute pro sess was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.